Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have lost capture, which led to over-sensing. The physician suspected lead dislodgement due to these electrical issues. Upon presenting for a rv lead revision on (B)(6) 2021, fluoroscopy was performed and confirmed the rv lead dislodgement. The rv lead was capped and explanted on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.